Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a scratched screen. The customer stated problem was duplicated. The device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. Replaced back-up capacitor. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that there was a lec 1720 error code during testing. There was no patient, or clinician injury associated with this event.